Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pieces of the tampons was coming out of me-vagina [foreign body in reproductive tract]. Itchy-vagina [vulvovaginal pruritus]. Uncomfortable-vagina [vulvovaginal discomfort]. Infection- vagina [vaginal infection]. They broke down inside of me- tampax [device breakage]. Case narrative: consumer reported via rr that the tampon broke down inside of her. No serious injury was reported.